Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial far field r-wave (ffrw) oversensing on stored electrogram (egm) episodes causing the device to mode switch and detect events as arrhythmia's. The ra lead remains in use. No patient complications have been reported as a result of this event.